Manufacturer narrative:
(B)(4). The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, force sensor test and there were no pump error 130 alarms during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed saying pump detected unexpected movement in hall sensor counts. The patient¿s blood glucose level was unknown at the time of the incident. Displacement test was performed and no reservoir was detected. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.